Manufacturer narrative:
The investigation into the lv perforation is on-going at this time. The product was discarded at the time of her death. Upon completed analysis of the event, a final report will be filed.

Event description:
A patient was transferred into the tertiary medical center suffering from a myocardial infarction. She had a coronary angioplasty, dc shocks in the catheterization lab, and an intra-aortic balloon pump (iabp) placed at the first hospital. Upon admission to the tertiary center the iabp was removed and an impella 5.5 was placed. Due to her poor condition, she was being shocked at 5.5 insertion, she also had ECMO placed. When her condition was not improving she was taken to the operating department for further evaluation and found to have a left ventricle (lv) perforation. The tissues was noted to be "like butter". The impella was seen thought to have perforated the already fragile necrotic tissue of the lv. The laceration was repaired and the patient remained on support with the impella 5.5. The pump supported for 6 days until care was withdrawn and she expired.

Manufacturer narrative:
Since the initial report was filed, the investigation has come to a conclusion. The impella pump product was not returned for analysis, nor were the data logs from the console. As such only the clinical report was available for consideration. The cause of the lv laceration was determined to be patient condition, as the medical team shared with the abiomed team. The patient condition of necrotic heart tissue allowed for the lv perforation. The failure mode will be monitored and trended.